Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 483 mg/dl. The customer wanted to know why auto-mode didn't adjust. The customer's blood glucose was 203 mg/dl . 224 mg/dl, 400 mg/dl and 428 mg/dl. The customer treated with insulin pump. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.